Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a patient. It was reported that patient has a decrease in platelets at some point during or after the procedure. At an unknown time during or after the procedure, hemorrhage and hematoma was noted. Not classified elsewhere. It is unknown if a treatment was provided. The status is unknown.

Manufacturer narrative:
Na.

Event description:
N/a

Manufacturer narrative:
An event of hemorrhage/blood loss/bleeding and thrombocytopenia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient has a decrease in platelets at some point during or after the procedure. At an unknown time during or after the procedure, hemorrhage and hematoma was noted. Based on available information, the reported bleeding and thrombocytopenia could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.